Manufacturer narrative:
(B)(4). The device nvolved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint in still in progress.

Event description:
Customer complaint alleges "doctor found gasbag of the double lumen bronchial tube leakage prior to use on a patient during inspection/functional testing."there was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that an extra stylet was returned with the sample. It was also observed that a dark brown stain mark was found on the exterior surface of the clear cuff. Functional testing was performed by inflating the tracheal clear and blue cuff of the sample to 25mbar. The cuff pressure of the tracheal clear cuff deflated rapidly whereas the pressure of the blue cuff remained at 25 mbar. Further visual inspection was conducted on the clear cuff revealed several large cut and tear marks. The complaint statement indicates that the failure was found during inspection prior to use; however, a brown stain mark was found on the returned sample indicating that the product may have already been used. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage especially a cut mark and large tears of the cuff would be detected prior to release. (Con't) other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "doctor found gasbag of the double lumen bronchial tube leakage prior to use on a patient during inspection/functional testing." There was no report of patient impact or consequence.